Event description:
It was reported this biliary stent was successfully placed in the iliac artery via a left retrograde approach during a bilateral iliac stent procedure in a pt with severe aorto-iliac and femoral popliteal occlusive disease. Following deployment, guidewire access was lost and could not be re-gained. Resistance was encountered removing the delivery system. Continued exertion again this resistance resulted in two segments of the delivery system breaking off and detaching in the pt. A snare was utilized to successfully retrieve the larger segment, however, was unsuccessful in retrieving the other segment. The pt was sent to surgery for successuful surgical retrieval. Patch angioplasty and endarterectomy were also performed at that time. Co was informed the pt expired three days after this procedure from multiple systems failures. This device was rec'd, evaluated, and returned to the user facility. The engineering evaluation indicated the delivery system was in unlocked position with the metal cheater located on the shaft of another MFR's 7 french introducer sheath. The teflon sheath was detached from the catheter shaft. The stent was not returned for evaluation. The remaining shaft was 64.5 cm long. The distal centimeter was elongated. The break point was rough and jagged. The sheath bump was not present on the catheter shaft. The teflon sheath was kinked and appeared elongated at the distal end. Two radiopaque markers were located on the sheath, one which appeared dented. The entire length of the introducer sheath was accordioned. This device was used in an non-indicated procedure, iliac stent placement, it was indicated the guidewire was removed after stent placement, before removal of the catheter, and difficulty was encountered re-advancing the wire. Also, resistance was encountered during removal of the delivery system and continued exertion was imposed to forcibly remove it through the sheath. This device displayed characteristics consistent with exertion against resistance, a rough and jagged break point on the catheter shaft and an accordioned introducer sheath. Co's directions for use state: "the symphony's nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasms...gently remove the delivery system leaving the guidewire in place."